Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the patient¿s blood glucose levels were out of the normal range. There were no numbers specified and no reported symptoms; this does not meet animas¿ criteria for an adverse event. The reporter suspected that the patient was not bolusing at school; however this could not be confirmed. This complaint is being reported because the reported issue was not resolved with troubleshooting and is a possible pump delivery issue.

Manufacturer narrative:
Follow-up #1 date of submission 01/13/2016 device evaluation: the pump has been returned and evaluated by product analysis on 12/30/2015 with the following findings: during investigation, a review of the pump black box data revealed that information from the event date had been overwritten due to continued use of the pump. The available data showed dates from (B)(6) 2015. The available total daily insulin delivery totals correctly reflected the programmed basal rates. During testing, the pump powered on normally. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues. The pump passed a delivery accuracy test and was found to be delivering within specifications. The complaint was not verified or duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.